Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the earliest date a manufacturer representative new of the event was 16-jan-2017. First some tests were run and the decision was made to wait for future refills (dates were not known) to ensure the pump was not working. It was stated the hcp did not trust the pump. The event occurred during normal refills; received more medication than expected. The patient also experienced pain/return of symptoms with the volume discrepancies. The pump logs were not available for return. No error messages were seen in the pump logs. The implant and explant dates were not known. The product was already returned.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient who received an unspecified medication with an unspecified concentration and dose via an implantable pump. The patient¿s medical history was unknown. On an unspecified date and event context, there was report that ¿pumps no infuse correctly¿. Patient symptoms were not reported at this time. The pump was explanted and replaced. At the time of the report that the patient¿s status was reported as alive-no injury. Information was requested to clarify the "pumps" involved and further event details.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the pump revealed the pump was programmed with morfina 20 mg/ml at a dose of 10.009 mg/day and ¿bupi¿ 3.7 mg/ml at a dose of 1.8517 mg/day in simple continuous mode. The device met specification through analysis, including dispense testing. No pump anomalies were observed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was now well. No further complications were reported/anticipated.